Event description:
Allergan natrelle inspira soft touch implants put in (B)(6) 2018. After that my health completely went downhill. I was diagnosed with hashimotos, swollen left breast, burning and tingling pain in both breasts, chronic pain, recurring yeast infections (which I have never had before). Received a (B)(6) test, darkening of urine, hair falling (including eye brows and eye lashes). Itchy and non-itchy rash all over, chronic body swelling (have had to call out of work because of the pain when I walked, bent down, etc. From swelling). Fingers/hands and feet/toes go numb and turn red, left side of face is swollen, anxiety/depression, chronic fatigue.